Manufacturer narrative:
The explanted lead was not going to be returned for analysis. Device data was submitted to technical services, for evaluation of the vt/vf episodes. Technical services reviewed the available device data. There was no evidence in the device data that would suggest the source of the ventricular arrhythmias was due to the placement of the first rv lead, but we cannot rule out that the ventricle was irritable as a result of the helix. There was also nothing to suggest the helix was not stable, as in the stored episodes the deflections all appeared to be cardiac driven. It could be possible that the lead was positioned in a way to cause the pro-arrhythmic outcome for this patient. It was observed that the right atrial lead was sensing ventricular activity. A normal device check could be performed to review the ra lead. If the far-field sensing was still present, this could be related to the atrial lead position; if it was not still present, this indicates it was related to the position of the first rv lead. Available information indicates the ra lead remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that one day post-implant, the patient implanted with this right ventricular (rv) defibrillation lead experienced many ventricular tachycardia (vt) and ventricular fibrillation (vf) episodes. Some were nonsustained, but some were treated with anti-tachycardia pacing (atp) and 41 joule shocks. The physician questioned the position of the rv lead and the stability of the helix. All lead measurements were stable and within normal limits. However, the physician elected to explant the lead and implant a passive fixation model instead. No additional adverse patient effects were reported.